Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analyst noted the lead did have a noticeable smell. It did not come to analysis with packaging. No blood or damage to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure when the packaging was opened for a lead, the package smelled like "fustiness" or mold. The lead was not implanted. No patient complications have been reported as a result of this event.